Event description:
The user is questioning the ¿no shock advised¿ decision made by the device during deployment. Patient survived. (B)(4). Product evaluation pending.

Manufacturer narrative:
(B)(4). Product evaluation pending.